Manufacturer narrative:
(B)(4). The analysis found that one sr75 reload was returned with the left gripping surface broken. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. No functional test was performed due the condition of the cartridge. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a radical gastrectomy procedure, doctor observed in between the surgery when the second reload was loaded into the gun with a lot of pressure, the firing knob of the device was not going ahead and no cutline and staple line was formed. Another like cartridge and smooth firing of reload happened with the same gun to complete the procedure. There were no adverse consequences for the patient reported.